Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy prior to call so troubleshooting could not be performed. Customer's blood glucose was in the 300 mg/dl range at time of event.